Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the keypad was intact but all the buttons were intermittent and hard to press. The keypad was removed to inspect under the contacts. There was contamination found under all the keypad contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down and up arrow buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.